Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported that the patient presented with spontaneous subarachnoid hemorrhage and right middle cerebral artery (mca) territory infarction that required neuro interventional radiology (ir) for cerebral arteriogram and embolization. There were concerns for emboli that was causing bleeding. The account communicated that the patient was not on any anticoagulation. The submitted system controller event log file contained data from 07sep2021 through 12sep2021. No notable alarms were observed within the file. The pump appeared to operate as intended at the set speed. The account later communicated that no arteriovenous malformations (avms) were found, but a cerebral angiogram found that cerebral aneurysms consistent with mycotic etiology were identified. The patient was also given antifungal and antibiotic treatments for a fungal infection that has been ongoing since the implant surgery (related manufacturer report number 2916596-2021-06807). The account stated that the infection was device related. The patient¿s antiplatelet and anticoagulation therapies were stopped. The patient remained in stable conditions. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13feb2020 via ifs order. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists stroke, bleeding, and infection (localized, driveline, pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was no arteriovenous malformation (avm) found, but cerebral aneurysms consistent with mycotic etiology were identified. A cerebral angiogram was done. The patient was put on antifungal and antibiotic treatments and all antiplatelet and anticoagulation therapies were stopped. The patient was on antifungal treatment due to fungemia with c. Albicans species likely a complication of an ongoing fungal mediastinitis from the implant surgery. The patient was placed on antibiotic treatment due to in this septic shock with stenotrophomonas pneumonia species. The infection was device related. The patient was stable, but guarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported that the patient presented with spontaneous subarachnoid hemorrhage and right middle cerebral artery (mca) territory infarction that required neuro interventional radiology (ir) for cerebral arteriogram and embolization. There were concerns for emboli that was causing bleeding. The account communicated that the patient was not on any anticoagulation. The submitted system controller event log file contained data from 07sep2021 through 12sep2021. No notable alarms were observed within the file. The pump appeared to operate as intended at the set speed. The account later communicated that no arteriovenous malformations (avms) were found, but a cerebral angiogram found that cerebral aneurysms consistent with mycotic etiology were identified. The patient was also given antifungal and antibiotic treatments for a fungal infection that has been ongoing since the implant surgery. The account stated that the infection was device related. The patient¿s antiplatelet and anticoagulation therapies were stopped. The patient remained in stable conditions. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists stroke, bleeding, infection (localized, driveline, pump pocket or pseudo pocket), and myocardial infarction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous three spontaneous head bleeds reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a spontaneous subarachnoid hemorrhage and right middle cerebral artery (mca) territory infarction that required a cerebral arteriogram and embolization. There was concern for emboli causing bleeding. The patient was not on any anticoagulation due to three previous spontaneous head bleeds. The log file did not show any unusual events.